Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged failed battery alert/battery failed alarm, pump error 3 alarm and pump error 54 alarm found on (B)(6) 2021. The insulin pump passed the self test, displacement test, active current measurement and sleep current measurement. The insulin pump was monitored for several days and no unexpected failed battery alert/battery failed alarm noted. No unexpected pump error 3 alarm and pump error 54 alarm noted during the testing. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specifications range. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 19:35:29.000 and failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 19:33:43.000 and (B)(6) 2021 19:34:25.000. Upon checking on the detail trace file, failed batt/battery failed alarm was expected since the battery has low power. Pump error 3 alarm and pump error 54 alarm were recorded and found in the formatted history file on: (B)(6) 2021 19:33:40.000 and (B)(6) 2021 19:33:38.000. Pump error 3 alarm and pump error 54 alarm due to software error (linenumber = 1421, filenumber = 32122). The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Failed battery alert/battery failed alarm not confirmed. Pump error 3 alarm and pump error 54 alarm was confirmed. Pump error 3 alarm and pump error 54 alarm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that fill cannula was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.